Event description:
It was reported that while preparing the bd phaseal¿ protector p21 foreign matter was found. The following was received by the initial reporter: this report is about possible coring. During a clinical trial, fm was found in a vial when prepared using phaseal. The hospital is of the opinion that this fm may be drug-derived, but coring is also a possibility.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including fragmentation testing to evaluate any particulates generated after ten activations. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that while preparing the bd phaseal¿ protector p21 foreign matter was found. The following was received by the initial reporter: this report is about possible coring. During a clinical trial, fm was found in a vial when prepared using phaseal. The hospital is of the opinion that this fm may be drug-derived, but coring is also a possibility.